Manufacturer narrative:
(B)(4). Method: the complaint opt318 optiflow junior nasal cannula was returned to fph in (B)(4) and was visually inspected. Result: visual inspection revealed that one of the flexitubes (cannula tubing) was damaged at the swivel grip joint, which connects to the breathing circuit. The tubing was stretched and broken but the metal spring was still attached to the swivel grip. Conclusion: the damage to the flexitube is likely to have been caused by excessive pulling force being exerted on the tubing. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the tubing of an opt318 optiflow junior nasal cannula detached from the connector during use. No patient consequence was reported.